Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device cannot confirmed the reported event. The impactor is not cracked instead the device has missing a little piece, the pieces were not returned for investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument had a crack in the body. Not used in a surgery. No patient involvement. No missing pieces. No further information available.